Event description:
It was reported that during the implant procedure, the lead was tested with the pacing system analyzer (psa) and found to be working satisfactorily. When the lead was tested through the device following closure, the lead impedance had risen to greater than 2000 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event, and the patient outcome was reported to be well following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the lead was tested with the pacing system analyzer (psa) and found to be working satisfactorily. When the lead was tested through the device following closure, the lead impedance had risen to greater than 2000ohms. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected event type code to injury. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was found in/on the distal conductor and helix mechanism (sleeve head). The helix did not extend and retract properly due to the large amount of dried blood, and there was a tip seal observation.